Event description:
Customer reported an issue with the panorama central station's display, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated unit and verified the problem. Corrections include replacement of the lcd module and repairing the power board.